Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: l4-5 grade 1 spondylolisthesis. L4-5 segmental instability. Bilateral lower extremity radiculitis, right greater than left. For which, patient underwent following procedures: l4-5 right re-exploration of partial laminectomy, partial facetectomy, partial foraminotomy, and partial disk excision with decompression of the cauda equina nerve root. L4-5 right minimally invasive transpedicular approach hemilaminectomy, partial facetectomy and partial foraminotomy and excision of herniated intervertebral disk. L4-5 minimally invasive allograft arthrodesis, right, posterior interbody transforaminal technique tlif. L4-5 minimally invasive vertebral interspace application cage 12 x 25 mm filled with bone morphogenic protein and bone graft. L4-5 minimally invasive left allograft arthrodesis posterolateral with lateral transverse technique. L4-5 minimally invasive posterior nonsegmental pedicle screw rod instrumentation screws. Per op notes, on the left side a posterolateral fusion had been affected with identifying the exposure of the l4 and l5 transverse process and decortication and stogie of bone morphogenic protein wrapped around 10 cc of cortical cancellous chips placed posterolateral. Patient tolerated the procedure well with no complications reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.